Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having issues with the infusion sets. The customer had a bent infusion set cannula and ended up in the hospital. The customer's blood glucose level was 400 mg/dl. She declined troubleshooting. The device was not returned.